Manufacturer narrative:
Philips field service engineer (fse) performed functional tests to confirm the functional measurements can be used normally. Results of functional testing indicate no sound, and there is a speaker malfunction error message displayed on the monitor. The fse removed the machine, re-plugged the speaker cable, started the machine, and performed the audio test self-test, and the sound of the device returned to full functionality. The device remains in use at the customer's site. Section e reporting institution phone # and reporter phone # (B)(6).

Event description:
The customer reported the device has a loudspeaker error. The device was not in use on a patient at the time of the event, there was no patient involvement.